Manufacturer narrative:
The customer¿s report of a device error and shutdown was confirmed through a review of the pcu error and event logs, and recreated during simulation testing. The pcu event log showed that 4 pump modules were in use at the time of the reported error. Three of the devices were infusing. The fourth device was programmed at 1:59 pm on (B)(6) 2015 to infuse at a rate of 10.8ml/hr. The log showed a ¿flo stop open¿ occurred just before the user pushed start, which puts the device in the error condition. The device then alarmed for patient side occlusion and the user restarted the infusion. The user then selected the device and the device alarmed again for patient side occlusion. The user then selected restore and then start. After the start key was pushed, the device alarmed for the system error (255-16-275). The reported issue was replicated during keypress replication. The error will show system error 255-16-275 on the pcu screen accompanied by a watchdog audio alarm and blinking red arrow. Any infusions in progress continue but cannot be edited and ¿communication error¿ scrolls across each of the pump modules display. The error shows as error code 800.8000 in the pcu error log. The root cause of the system error has been identified as a software timing issue, when using two hands to operate the pcu and lvp, simultaneously clearing the pump module alarm while starting the infusion.

Event description:
The customer reported that the pcu and the 4 pumps that were actively infusing all shutdown after an error message was displayed with a red and white screen. Nurses were in the room during the event and quickly restarted the 4 infusions with different devices. The customer reported no patient harm.